Manufacturer narrative:
Submit date: 3/13/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports during the sample investigation a piece of the foreign material was found to be loose inside the ars barrel and a piece was found to be imbedded inside the ars barrel. The loose piece was found to be greater than 0.10 square mm in size and the imbedded piece was greater than 0.15 square mm in size.

Manufacturer narrative:
During the sample investigation, a piece of foreign material was found to be loose inside the ars barrel and a piece was found imbedded inside the ars barrel. The loose piece was found to be greater than 0.10 square mm in size and the embedded piece was greater than 0.15 square mm in size. In relation to the reported condition of ¿loose foreign material found inside ars barrel¿, two (2) photographs were provided for product analysis. Upon observation of each photograph, it appears to be the same foreign piece of material, where the exact composition is unknown, but appears to be a piece of white remnant of plastic. In relation to the reported condition of ¿imbedded material inside the ars barrel¿, one syringe sample was provided to the manufacturing facility for analysis. One single completely assembled syringe was received. The print on the syringe barrel was verified to be consistent with the product code 5 551775009. Upon observation of the section of the finger flange where the reported condition was noted, it has been confirmed to not be any sort of foreign imbedded material. However, this can be confirmed to be a void, or essentially a hole inside the molded plastic. Upon close observation of the inner dimension of the syringe provided for analysis, there appears to be no scratches, no damage to the stopper, or any other indication that a loose piece of foreign plastic material was ever introduced to this syringe. Although the reported condition of ¿imbedded material¿ cannot be confirmed, the defect of a void with white airburn can be confirmed. This would be considered a minor a 1.5 visual defect. Based upon the total lot size for a statistical 800-piece sample, the accept/reject criteria would allow to accept at 21 defects and reject at 22 defects. Based upon these criteria, the individual syringe would be confirmed to be defective, however, the overall lot size would be determined to pass the necessary testing requirements and acceptable according to established aql standards. There was not enough evidence (physical sample) provided to confirm the reported condition of ¿loose foreign material inside ars barrel¿. The device history record (DHR) for lot # 633715x was reviewed and indicates there were no observed issues reported in the DHR in relation to the reported condition. The DHR confirms that the product was produced accomplishing quality requirements and released according to established procedures with no non-conformance reports identified relating to this customer report. Inspectors routinely examine the product to ensure it meets aql sampling criteria. Some potential defects that are inspected for include, but are not limited to particulates and extraneous matter in fluid pathway; damaged product or components; cleanliness of exterior of barrel(s); bubbles or voids; inclusions; and airburn. Gauging is performed at prescribed intervals during the molding process to ensure critical dimensions are within specifications. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Process parameters are verified throughout the molding and assembly process to confirm all product is manufactured within a controlled environment within established validated parameters. Inspectors routinely examine product to ensure it meets aql. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. Personnel are trained and certified in the operation of the molding, printing, assembly, and packaging equipment, product evaluation, and documentation requirements. Procedures and standard work instructions exist for the setup, operation, and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. The manufacturing site molds the barrel only to this product. The barrel is then shipped/sold as a component which is then further processed at another facility where the remainder of components are assembled to make the finished product syringe. During the molding/manufacture of the molded barrel, a clear plastic resin is used and therefore there would be no potential for a white plastic to be introduced to the process. Given the further processing performed, it seems most likely the loose foreign material found inside the ars barrel would have potentially been introduced during the syringe assembly process. Although the reported condition of ¿imbedded material¿ cannot be confirmed, the defect of a void with white airburn can be confirmed. This is a molding defect that can potentially occur on the opposite end of a molded component from the gate, or the location of which the resin is injected in to the mold to fill the part. On the opposite end of a component from the gate is a vent to allow excess heat or air trapped within the plastic during the injection process can escape, allowing the mold to be filled with the melted resin completely. The most likely root cause for this specific defect would be due to the vent being blocked or partially occluded. It is standard practice for the mold technicians to clean the cavity and stripper bushing with alcohol. If the issue still persists, then the cavity can be blocked until the mold is pulled for a changeover to another product or for routine cle3aning and maintenance of the mold and cleaned or repaired at that time. A review of the mold repair sheet showed no indication of issues identified with this cavity during the entire time the mold was set for production. Per procedure, complaint trends are evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel. If information is provided in the future, a supplemental report will be issued.